Event description:
It was reported an undefined cartridge alarm occurred during the load process. Customer was able to reload the original cartridge to resolve the issue. Additionally, it was reported that the pump indicated a data log corruption and occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, but the cartridge alarm undefined and alert data error issue could not be verified.